Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. The device was not returned.

Event description:
It was reported that the patient experienced a fall, resulting in fractures toes. While the patient was recovering, the patient experienced a possible urinary infection, followed by sepsis, and then passed away. A medical assessment from the physician regarding the cause of death was not available. There were no reports of device-related issues from the patient prior to the passing.